Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend failed self-test. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. A review of the logs showed the instrument had multiple homing failures during initialization with error code 22026. The instrument was placed on an in-house system and failed the initialization. Failure analysis found a secondary failure of a dislodged blade to be related to the customer reported complaint. The instrument likely failed initialization due to the dislodged blade. Visual inspection showed that the blade was exposed outside of the blade garage. No conductor wire damage or snake wrist damage was found. There was no bio debris found at the instrument tip. A review of the instrument log did not show any blade jammed failures. After manually retracting the blade, the instrument was placed on an in-house system and passed initialization. The instrument passed the cut and energy delivery tests. The knife slot test passed at 0.027". There was an additional observation not reported by the site and not related to the reported issue. The instrument was found to have 2 ceramic dots on the electrode side of the grip tips to be dislodged. The dislodged ceramic dots were not returned with the instrument.